Event description:
During an implant attempt of the subject device, connection difficulties with the ventricular lead were reported. The physician indicated that after full lead insertion and tightening with the screwdriver, the lead was removed by pulling. The connection procedure was repeated two more times, and each time, the lead was removed by pulling. It was indicated that the atrial lead could be properly connected. The physician attempted to use another screwdriver with unsuccessful results in three attempts. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.